Event description:
The customer reported that an hvc3 3l canister lid cracked near the handle area during a liposuction procedure, resulting in loss of vacuum. The issue was identified by the user, and the crack was temporarily sealed with tegaderm, allowing the procedure to be completed without further interruption. No patient injury, adverse clinical outcome, or medical intervention was reported. The device had undergone more than 30 use cycles prior to the event and was returned for evaluation. Visual examination confirmed a crack in the canister lid consistent with the reported failure mode. No additional damage or anomalies were observed that would indicate improper use, mishandling, or other contributing factors. Review of production and quality records for lot 51326 identified no nonconformances, deviations, or out-of-specification conditions related to this event. Although the failure occurred prior to the maximum number of validated use cycles specified in the instructions for use, the available evidence is insufficient to determine a definitive root cause or attribute the event to a design, material, or manufacturing-related issue. This failure mode has been previously identified; however, the occurrence rate remains low, and current complaint data does not indicate an adverse trend or systemic issue. Complaint data will continue to be monitored through the post-market surveillance process. If additional relevant information becomes available, wells johnson will submit a supplemental MDR to the FDA in accordance with applicable reporting requirements.